Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui.

Manufacturer narrative:
It was reported that patient underwent mesh revision lysis of adhesions and fulguration of endometriosis due to pelvis pain and extrusion of mesh on (B)(6) 2010. It was reported that patient underwent removal of mid urethral sling vaginal mesh due to dyspareunia secondary to a mid urethral sling on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in 2006 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.